Event description:
Boston scientific received information that this tachy device and right ventricular (rv) lead system exhibited high, out of range, pacing impedance measurement of greater than 2,000 ohms as detected via remote patient monitoring system. During scheduled appointment, the same result was observed via isometrics and lots of atrial tachy response (atr) events with noise noted. Hence, lead fracture was suspected. The physician planned to do a revision but there is no specific schedule yet. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unrelated observation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.